Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of a homechoice cassette and transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was a loose connection between the patient line of a homechoice cassette and transfer set that led to this alarm. Renal therapy services (rts) explained the alarm, assisted with ending therapy, and advised the patient to contact their nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.